Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a procedure, the instrument broke. There was no reported impact to the procedure and the operation was completed successfully. The broken part has been discarded of.

Manufacturer narrative:
The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The investigation of the complained screwdriver shows that the tip of the instrument is broken. The instrument were checked as far as possible and found to be in compliance with the technical specification. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. As this is a very old instrument, we suppose that the damage were caused due to normal wear and tear over the years. No product fault could be detected.